Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles in the cartridge patient line. The customer's blood glucose (bg) level was 200 mg/dl. The customer took a bolus with the pump. During troubleshooting with tandem technical support, the customer was instructed to perform the fill tubing process to expel air bubbles. The customer decided to monitor bg levels and change the cartridge and infusion set tubing, if needed.